Manufacturer narrative:
Customer reported system failure. Tamper seals were removed. Top case cracked by the front right bottom corner and missing seal (lining) on the bottom case. Visible contamination by the "l" bracket pole clamp, by the a/c cord clamp. Powered up and performed infusion / occlusion test. Unable to duplicate problem. Error found in ehl. Primary audible alarm post found in ehl. Problem caused by intermittent system failure. Replaced speaker as preventive measure. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Power up and performed self test and occlusion test.

Event description:
It was reported that the device system failed. No patient injury was reported.